Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) instrument arm drape on arm 2 would not settle. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument arm drape associated with this complaint and completed investigations. The reported event with the accessory could not be replicated nor confirmed. The accessory was installed in the in-house system and passed recognition and engagement without any issues. All four-instrument sterile adapters were successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drove 180 degrees in both directions. The accessory was fully functional. Visual inspection was carried out and there was no damage found. No product issue was identified.